Event description:
Stryker sustainability solutions har36 harmonic ace shears reset itself several minutes into the case. Once this occurred the staff were unable to "test" the device so that it would again be functional. Dates of use: (B)(6) 2015. Diagnosis or reason for use: small bowel resection. Event reappeared after reintroduction: yes.